Event description:
It was reported that the atrial lead had low impedance. Possible lead insulation failure was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (B)(6) 2006; 4024 implantable pacing lead (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.